Event description:
During a coronary stenting procedure, the 2.50 x 23mm cypher stent did not cross the targeted lesion. There was no patient injury. A secondary failure of strut uplift was also noted. There was no additional information given.

Manufacturer narrative:
A report was received indicating a cypher stent was associated with proximal strut uplift. The event involved a patient of unknown gender, age and medical history. The indication for admission to hospital is not known; however, a coronary arteriogram revealed coronary artery disease. No vessel, lesion or procedural information is available. During the procedure, it was reported a 2.5 x 23mm cypher stent failed to cross the lesion. There was no reported patient injury and it is not known if the procedure was completed with another device. The cypher stent deployment system was returned for failure analysis. Visual inspection found the unit had a bend 0.4 cm from the tip and a kink 35 cm from the tip and the proximal struts were uplifted. Dried blood traces were present inside of the guide wire lumen and what appeared to be crystallized inflation media inside the inflation lumen. The crossing profile was measured and found to be within specification. A device history records review was performed and showed this lot of products met all requirements per the applicable manufacturing quality plan, including crossing profile test results. Based upon the information provided, it is not possible to draw a conclusion about a relationship between the device and the event.